Event description:
It was reported that tandem trl shell 43mm, tandem trl shell 44mm, tandem trl shell 45mm, and tandem trl shell 47mm had scratches and gouges. As this was noticed upon field inspection, no patient was involved.

Manufacturer narrative:
This complaint is a duplicate of (B)(4) and was reported in error.